Event description:
Pt in or for diversionary osteotomy-diagnosis rectal stenosis. Abdomen opened. Bowel clamps placed on colon, multifire gia 80 fired, it did not fire correctly and large amount of stool spilled into abdominal cavity.